Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly during surgery, the 2.4x16mm screw broke off 1mm below the head of the screw as the surgeon was putting in the plate. The screw was left in the patient. No complications were reported.